Event description:
Additional information received indicates one lead was explanted and replaced and the system was able to be placed into MRI mode.

Manufacturer narrative:
Correction e1.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-06187. It was reported the patient is unable to place their system into MRI mode due to high impedances on one lead. Surgical intervention may take place at a later date. It is unknown which lead is liable, as such both leads are being reported.